Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4+ mixed mitral regurgitation (mr), small posterior flail leaflet, rotated heart and dilated mitral valve for a mitraclip procedure. During the procedure, imaging was difficult. A mitraclip was implanted. Post deployment of second mitraclip, a single leaflet device attachment(slda) occurred from anterior leaflet. As per the physician, the slda was due to patient's challenging anatomy. 2 additional mitraclips were implanted to stabilize the slda and reduce the mr to grade 3. There was no clinically significant delay or adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on the information provided the reported single leaflet device attachment (slda) per the physician was due to patient anatomy (rotated heart and a dilated mitral valve annulus with a small posterior flail). Image resolution poor is related to patient and procedural conditions and due to the rotated and dilated anatomy of the patient. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.